Event description:
It was reported that on (B)(6) 2013, the laser was used without incident in two patient procedures. During the "third case, a few minutes into the procedure, the nurse, operator and anesthetist saw smoke coming from the laser, internally the laser burnt". The laser was removed from the operating room. The case was completed with another "stonelight" laser. Patient outcome: "the procedure was finished totally without any concerns for the patient". Reportedly, there was no patient injury.

Manufacturer narrative:
Preventive maintenance was performed on the laser system on (B)(4) 2013.